Event description:
Reporting status: malfunction. Reporting rationale: failure to deflate has caused or contributed to pt injury previously. Device issue: failure to deflate. It was reported that the voyager balloon could not be deflated after pre-dilatation. It was still not successful even when another indeflator was used. The balloon was withdrawn fully inflated with the guiding catheter. The pt experienced transient symptoms of angina and EKG changes. The symptoms resolved without treatment. A new balloon catheter was used to complete the procedure. No add'l event or pt info is available.

Manufacturer narrative:
Results - product performance engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the dilatation catheter was returned without blood visible. There was contrast in the inflation lumen and on the shaft. The balloon was partially filled with air. The air was trapped inside of the balloon. The outer member proximal to the proximal balloon seal was stretched. There were ridges on the proximal balloon seal. There were bends throughout the entire length of the hypotube. No other damage to the catheter was noted. Another company's guiding catheter was returned. No damage was noted to the guiding catheter. Using a new indeflator filled with renografin 60 diluted 1:1 with water, an attempt was made to pressurize the balloon so that deflation times could be taken. It took several minutes of pressurization for the balloon to completely filed with contrast. An attempt was then made to take deflation times, but the balloon would not deflate. The catheter was left under negative pressure for several minutes without effect. Product performance engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion.